Event description:
It was reported that the patient's left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. Despite multiple attempts at reprogramming, the symptoms persisted and the lead was turned off. The lead was later repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).